Event description:
Voluntary medwatch form received from cdrh reporting an interruption in critical drug therapy due to an unresolved alarm event. The report states: "3 channel pump was being used to infuse fluid through 1 channel without difficulty. Pt became hypotensive and normal saline started at 999ml/hr through second channel. Dopamine at "999/hr" started through 3rd channel. All 3 channels began to alarm "air in line" repeatedly. Attempts to correct problem including visual checks for air, were unsuccessful. Tubing changed to 1.6 plums which infused successfully." The voluntary medwatch indicates that the event occurred with one of two pumps. There were not two pumps involved in the reported event. This event was reported via MFR report #6000096-199-00055.